Manufacturer narrative:
G4: 13oct2020 b4: (B)(6) 2020 the customer reached out to remote manufacture service technician and indicated the unit will not read the lot or the manufacture date from the battery. The data acquisition (da) board and the flow sensors are not showing any parts information or serial information. Customer reports that if the unit is started in normal operation that the unit goes vent inoperable. Customer currently has replaced the power management board, battery, and the motor controller (mc) to data acquisition (da) cable. Customer verified that the battery connector pins are good and have not been pushed in. Customer verified the pins on the da to mc cable connections to the da and mc boards. The remote manufacturer's service technician advised the customer to replace the central processing unit (cpu) board, printed circuit board assembly (pcba). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer replaced the main cpu board and philip's remote service technician provided customer with option codes.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14sep2020.

Event description:
The customer reported the battery information is not showing. The customer indicated software version is not showing, in service mode alarm led lights after 30 seconds, the alarm light emitting diode (led) lights, with audible alarms and continues. The customer swapped in another battery and the issue continues. The customer indicated the issue was found during preventive maintenance (pm). The customer also indicated the unit has the following service codes consistent with machine pressure, sensor calibration data error, proximal pressure sensor calibration data error, machine and proximal pressure sensors failed, oxygen pressure sensor calibration data error, air flow sensor calibration data error, oxygen flow sensor calibration data error, and barometer calibration data error. The customer confirmed the unit would not start in normal operation. The customer disconnected and reconnected the battery and the unit started with an error code consistent with machine and proximal pressure sensors failed. The customer inspected the data acquisition (da) to motor controller (mc) cable and it was seated correctly. The remote manufacturer's service technician advised the customer to replace the mc to da cable and the power management board. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.